Event description:
It was reported that the chair exit was not alarming (audio signal fails to alert). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.